Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents reported from this lot. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion located in the restenosed, mildly calcified, distal tibial artery. The 2.5 mm x 40 mm armada 14 balloon ruptured on the first inflation at less than 14 atmospheres. There was no resistance felt during advancement of the balloon catheter to the lesion. Another balloon catheter was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.